Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, the pump reverted to delivering insulin based off the personal profile settings instead of based of control iq settings. A pump reset was performed to address the issue, and the customer continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.